Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product identified signs of use (dings, gouges) and confirmed device is fractured. Dimensional analysis was performed, and results were within specification. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The root cause of the reported issue was due to repeated use of this instrument over nine plus years field life, which causes wear and tear to the instrument and led to fracture. The complaint is confirmed following analysis of the returned device. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that an impactor fractured during surgery. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). D10- medical product: drill pin and screw inserter, tem# 00590102100 and lot# 66431009. H3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.